Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient felt her ipg was superficial, which in turn caused pain whenever she lay down. The patient expressed she would like to have her entire system removed due to this issue. Surgical intervention may take place as the next course of action.

Event description:
Follow-up identified the physician believes the patient's pain is attributed to sacroilitis. The patient may undergo si joint injections. Surgical intervention remains pending.

Event description:
Follow-up identified surgery is not being planned as the next course of action. The physician is considering reprogramming options at this time. There is no further information.